Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07073. It was reported that there was noise seen on the right ventricular lead that was oversensed on the device. The physician elected to cap and replace the lead on (B)(6) 2021. Additionally, it was discovered under fluoroscopy that the left ventricular lead had externalized cables seen near the distal tip, but no other issues were noted with that lead. The left ventricular lead remained in-use. The patient was in stable condition.